Event description:
It was reported that during a ptca procedure, the physician initially experienced inflation difficulties. It was also reported that there were deflation difficulties. No pt injuries or complications occurred.